Event description:
It was reported that the patient was in the emergency room and later admitted for issues unrelated to the heart device. A device check done in the hospital showed atrial high rate episodes that looked like noise. The report was given to the patient's cardiologist for review. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.